Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported the tip of the k wire broke in two pieces; one piece was retrieved, but the second piece was unable to be removed, and remained stuck in the patient's bone. The remaining piece was less than 1cm in length.